Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the emergency room, patient received inappropriate high voltage output therapy for atrial flutter with rapid ventricular response. The patient received inappropriate hv therapy for supraventricular tachycardia. The device diagnosed supraventricular tachycardia and the p-wave fell and the patient got therapy for the atrial flutter when the device diagnosed a ventricular atrial for ventricular tachycardia. Programming changes were made and device is being monitored. Patient was stable.